Event description:
It was reported during a laparoscopic vaginal hysterectomy when using the ez35w it would not fire. The rep said there were no drivers showing in the cartridge. No other info is available. A new ez35w was opened to complete the case. There was no consequence to the pt.